Event description:
Customer reports that the needle protruded after using the softclix plus lancet device. No accidental needlestick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.